Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the device misfired of the reload within stapling. There was a blood loss of more than 500 cc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the device misfired of the reload within stapling. The reload stopped firing in the middle of the stapling process and only the first 1.5 cm of the staples were formed on the stomach without being cut by the knife and the rest of the reload didn't fire. In the stapling process in the second and third reload in the operation the device misfired. The tissue was thick in nature. The tissue was re stapled in another site medial to the stomach and over sewn also. There was a blood loss of more than 500cc. The patient is fine.